Manufacturer narrative:
A ge service rep performed an on site investigation. The biomed replaced the ps3 power supply. The system was found to be working as intended, and put back into service.

Event description:
It was reported that the vertical lift column on the 9800 system would not work. No pt injury was reported.